Event description:
Manufaturer's ref. #: (B)(4).

Manufacturer narrative:
During preventive maintenance, when turned on, the ventilator showed several technical errors including power errors. After replacing the dc/dc & standard connectors pcb according to recommendations in the service manual, the ventilator passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use. The evaluation of received device logs confirms the reported technical error codes, the first time on march 17, 2021. The date of event is updated accordingly. All technical errors were generated in standby mode. An internal power error may lead to stop of ventilation. Since no faulty part was returned for investigation, the root cause could not be determined. The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.

Event description:
It was reported that the ventilator generated several technical error codes indicating power error. There was no patient involvement. Manufaturer's ref. #: (B)(4).